Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treaty functional mitral regurgitation (mr) with a grade of 3-4. When the steerable guide catheter (sgc) was advanced, the sgc did not hold column. The sgc filed with air and the seal was not holding. The only way the seal would hold is if someone put their thumb over the hemostasis valve. Aspiration was performed many times and the sgc was held below the patient¿s leg. Air did not enter the patient. The sgc was brought to the back table and it did hold column but in the anatomy it wouldn't. Ultimately, the sgc held column and was continued to be used to complete the procedure. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure.

Manufacturer narrative:
The reported leak could not be replicated in a testing environment due to returned device condition. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no indication of product quality issue from this lot. All available information was investigated, a cause for the observed leak could not be determined. The reported unexpected medical intervention was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.